Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 33 mg/dl. Customer treated for low blood glucose with medicines. Customer did not stated any symptoms related to low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the insulin pump was over delivering the insulin. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.